Manufacturer narrative:
As reported, a tempo 4 65 cm shepherd hook ii (shk ii) catheter was found to have an abnormally rough surface, which is atypical for this type of device. The term "abnormally rough surface" refers to unusual textural irregularities observed on the device. Another tempo catheter was used to complete the angiographic procedure for therapeutic purposes. No patient injury was reported. The issue was identified during preparation, not in the packaging. No damage was observed on the device before opening. The roughness defect on the probe was identified during preparation of the examination table. The reported damage included a rough surface, with no signs of twisting, bending, compression, deformation, prolapse, cracks, fraying, or tears. The device was stored and handled in accordance with the instructions for use (IFU). The device was returned for evaluation. A non-sterile catheter ¿cath tempo 4f shk 1.0 65cm¿ was received coiled inside of a clear plastic bag and unpacked for evaluation. Visual inspection identified a braid wire exposure approximately 11¿13 cm from the distal tip. A kinked condition was noted on the edge of the hub; review of the manage sample image indicated the kink was not present at receipt and is attributed to post-use handling such as decontamination and/or shipping. The damage area was examined with a vision system; elongations and wear material were observed on the body consistent with friction or interaction with a hard material. Plastic deformation and diameter reduction were noted at the separation area of the wires, with mechanical damage marks indicative of contact with unknown objects acting like a cutting tool. The external diameter at the worn region was reduced. Dimensional analysis to verify od and ID near the damage was performed against specification, and results were within specification. No additional anomalies were observed. The malfunction ¿exposed braidwire/corewire¿ was observed during the product evaluation. We acknowledge the customer's report that the device was handled in accordance with the instructions for use; however, the mechanical damage identified suggests handling factors may have contributed to the observed condition. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿treat all 4f (1.35 mm) catheters and smaller french sizes with extra care during use to avoid damage.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a tempo 4 65 cm shepherd hook ii (shk ii) catheter was found to have an abnormally rough surface, which is atypical for this type of device. The term "abnormally rough surface" refers to unusual textural irregularities observed on the device. Another tempo catheter was used to complete the angiographic procedure for therapeutic purposes. No patient injury was reported. The issue was identified during preparation, not in the packaging. No damage was observed on the device before opening. The roughness defect on the probe was identified during preparation of the examination table. The reported damage included a rough surface, with no signs of twisting, bending, compression, deformation, prolapse, cracks, fraying, or tears. The device was stored and handled in accordance with the instructions for use (IFU). The device was returned for evaluation. Several pictures were received for review.